Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the fiber stopped working after 2000 joules of use. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fiber body break between the input connector and the control knob.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. The fiber did not exhibit signs of usage as there was no devitrification or debris adhesion identified on the tip of fiber. It is probable that manipulation during insertion of the fiber into the scope contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.